Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 due to error 319 and resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The 319 error was confirmed in the logs, indicating a node not found and pointing to the axes controller, carriage (acc). Upon visual inspection, the rolling loop fiber was found damaged. The usm was then installed onto a test platform and failed ¿check all boards present¿ test on the rolling loop for power reading at lower than 75 on axes controller spar (acs) rxdown. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted procedure surgical procedure, error 319 occurred on universal surgical manipulator (usm). Technical support engineer (tse) confirmed error and advised to perform a hard power cycle but the error did not clear. The customer was considering disabling the usm at the time of the call. There was no report of patient injury.